Event description:
Additional image review the proximal coronary artery looks to have been dilated with an undersized balloon. The calcium in the left main isn't adequately dilated.

Event description:
An endeavor resolute drug-eluting stent was being used to treat the lad. The lesion was calcified with moderate tortuosity proximal to the lesion (origin of the cx artery > 90 degrees) associated with serious obstructive lesion of the trunk of the lad. The device was inspected with no issues noted. The lesion was pre-dilated. It is reported that the stent dislodged between the lm and cx during removal after a failed attempt to cross the lesion. Attempt to remove the stent was rendered difficult due to hemodynamic instability of the patient because of sub-occlusion of the trunk of the left coronary artery. The dislodged stent was crushed to the vessel wall. The patient suffered precordialgia and cardiogenic shock associated with the fall of the artery pressure. The cx was treated with ballooning and with stents implanted in the lad. The patient is reported to be fine post procedure. It was reported that according to physician, the device contributed to angina and hypotension. Image review: the coronary angiogram images returned show the right coronary artery with a previously deployed patent stent in the proximal artery. The left coronary arteries show evidence of disease in the lcx and the lad. The lcx was pre-dilated and shows a slight improvement in the morphology post dilation. There is evidence of calcification in the lm trunk to the ostium of the lcx and in the proximal lad. There are images showing the dislodged stent in the lm trunk to the ostium of the lcx. There is also evidence of t-stenting into the lad from the lm. A stent was then delivered to crush the dislodged stent. The stent was then post-dilated to ensure the dislodged stent was secured. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent embolism, hypotension, angina). Patients condition affected effectiveness of device (calcified with moderate tortuosity, serious obstructive lesion of the trunk of the lad.) No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusion: inherent risk of procedure (stent embolism, hypotension, angina). Device failure/lack of effectiveness related to patient condition (calcified with moderate tortuosity, serious obstructive lesion of the trunk of the lad.) Device not returned (no evaluation will be performed). (B)(4).